Manufacturer narrative:
Upn: although the exact upn was not provided, the device was reported to be a wallflex esophageal stent system. The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. The complainant indicated that the device was implanted; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted during a procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment of a benign stenosis post radius in the upper portion of the esophagus. During the procedure, prior to the stent placement, the stenosis was dilated with a cre balloon dilator (8-9-10mm). Following dilation, the stent was placed. The patient condition after the stent placement was reported to be good. However, 15 minutes post-procedure, the patient developed a perforation at the site of the stenosis. The stent was left implanted and a drainage was performed to treat the perforation. In the physician's assessment, the perforation was unrelated to the dilation with the cre balloon dilator and there were no issues with the device. The physician was unable to determine the relationship of the perforation to the stent. The patient condition was reported to be stable. Note: from the information available, this device was not used per the directions for use (dfu). The intended use/indications for use section of the dfu states that the wallflex esophageal stent system is "intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas." However, according to the complainant, the device was used to treat a benign stricture.